Event description:
A false negative hcg result was obtained on a patient sample. The result was reported to the physician who questioned the result. A sonogram performed a week later indicated that the patient was pregnant. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed hcg result.

Event description:
Reportedly an uknown valve of unknown size that was originally implanted in 2006 was explanted in 2009 due to unknown reason(s). Sales representative has requested an operative report and additional information. No additional information is available at this time. E-mail from sales representative dated 10/05/09 indicates patient's identifying information, implant surgery date of 2009.

Manufacturer narrative:
Evaluation summary: indeterminable reason led leaflet 2 to drop, relative to leaflets 1 and 3, by approximately 4mm. Minimal host tissue overgrowth encroached onto the tissue and into the orifice, at both aspects, at the greatest distance of approximately 2mm. Host tissue overgrowth is minimal to moderate at the stent inflow the stent outflow. Minimal calcification was detected in the x-ray along the attachment of leaflet 3. Indeterminable reason led leaflet 2 to drop, relative to leaflets 1 and 3, by approximately 4mm.the device history record (DHR) review was completed on 11/20/09, and there was no nonconformance found related to this event.

Manufacturer narrative:
The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, however the device evaluation is anticipated, but not yet begun.